Event description:
It was reported to boston scientific corp, that a uromax ultra dilatation balloon was used during a stent placement procedure. According to the complainant, during the procedure, the balloon was not working properly. There were no pt consequences. They opened another balloon and completed the case. Efforts to obtain add'l info on this event have been unsuccessful.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and exp date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed. (B)(4).